Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that during priming, the vamp syringe popped off before use. No patient complications were reported.